Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
.

Event description:
New information notes that the death was not related to the device.

Manufacturer narrative:
Analysis was normal. No anomaly was found.